Event description:
The account alleged the brakes were not holding. No patient impact.

Manufacturer narrative:
The technician inspected the bed and could not duplicate the issue, the brakes functioned as designed.